Manufacturer narrative:
Additional devices involved in this event: pxt281416/05441241, pxc141200/05018094. Udis of the lots: - pxa280300/05415555: (01)00733132609895(17)100831(21)05415555. - pxc141200/05018094: (01)00733132609956(17)100331(21)05018094. - pxt281416/05441241: (01)00733132610310(17)100831(21)05441241. Patient medications - terazosin, lasix, allopurinol, coumadin, levathoraxine, losartin. (B)(6). (B)(4).

Event description:
On (B)(6) 2007, the patient underwent treatment of an abdominal aortic aneurysm using three gore® excluder® aaa endoprostheses. It was reported that on an unknown date, follow up imaging showed an increasing aneurysm sac (amount unknown). On (B)(6) 2017, an aortogram was performed in an attempt to determine if there was an endoleak present causing the aneurysm enlargement. However, no endoleak was reportedly identified. The aneurysm reportedly measured 6.9 cm. On (B)(6) 2017, a CT scan showed the aneurysm had enlarged to 7.1 cm. On (B)(6) 2017, the gore devices were explanted, and the aneurysm was repaired with a surgical graft. According to the physician, a proximal type I endoleak was identified during the procedure. The cause of the endoleak is reportedly unknown. It was reported the patient tolerated the procedure.